Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 days post-operative a video assisted thoracoscopic lobectomy, surgeon mentioned a notable air leak. Surgeon decided to monitor the patient's air leak. No patient injury.